Event description:
As reported, the stent of the 4x15 palmaz blue/aviator was separated from the balloon outside the body. The damage was noted prior to inserting into the patient. The stent was found to be unloaded from the balloon after opening the package. The case was completed with the use of a new unknown stent. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). The sds was prepped per the IFU with no difficulty noted. Negative pressure was not applied to the sds. The device did not have resistance entering the rotating hemostatic valve as it was found prior to this step. The vertebral artery had a stenosis. The device was not being used to treat a chronic total occlusion (cto). The device will be returned for evaluation.

Manufacturer narrative:
The stent of the 4x15 palmaz blue/aviator was separated from the balloon outside the body. The damage was noted prior to inserting into the patient. The stent was found to be unloaded from the balloon after opening the package. The case was completed with the use of a new unknown stent. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). The sds was prepped per the IFU with no difficulty noted. Negative pressure was not applied to the sds. The device did not have resistance entering the rotating hemostatic valve as it was found prior to this step. The vertebral artery had a stenosis. The device was not being used to treat a chronic total occlusion (cto). The product was returned for analysis. A non-sterile unit of palmaz blue/aviator plus 4x15/142p stent delivery system was received coiled inside of a clear plastic bag. Per visual analysis the balloon had not been inflated and was without the stent. The stent was not returned for analysis. No damages or anomalies were observed on the returned unit. Per microscopic analysis stent struts marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. A product history record (phr) review of lot 82248542 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent dislodged¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event. However, the stent struts marks were observed on the balloon surface indicating that the device complied with the stent crimp process. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, d9, g3, h1, h2, h3 and h6 a review of the manufacturing documentation associated with lot 82248542 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of the 4x15 palmaz blue/aviator was separated from the balloon outside the body. The damage was noted prior to inserting into the patient. The stent was found to be unloaded from the balloon after opening the package. The case was completed with the use of a new unknown stent. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). The sds was prepped per the IFU with no difficulty noted. Negative pressure was not applied to the sds. The device did not have resistance entering the rotating hemostatic valve as it was found prior to this step. The vertebral artery had a stenosis. The device was not being used to treat a chronic total occlusion (cto). The device will be returned for evaluation.

Event description:
As reported, the stent of the 4x15 palmaz blue/aviator was separated with the balloon outside the body. The damage was noted prior to inserting into the patient. The stent was found to be unloaded from the balloon after opening the package. The case was completed with the use of a new unknown stent. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). The sds was prepped per the IFU with no difficulty noted. Negative pressure was not applied to the sds. The device did not have resistance entering the rotating hemostatic valve as it was found prior to this step. The vertebral artery had a stenosis. The device was not being used to treat a chronic total occlusion (cto). The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.